Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator not working and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number. Please refer to MFR. Report number 2016493-2026-00298.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator not working and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.